Event description:
The customer reported elevated troponin I (access accutni) results, within the risk stratification, for two patients, involving the access 2 immunoassay system. Patient #1 sample obtained an initial result of 0.42 ng/ml and a reanalyzed result of <0.01 ng/ml. Patient #2 sample obtained an initial result of 0.36 ng/ml and a reanalyzed result of <0.01 ng/ml. The elevated results were released out of the laboratory and questioned by the emergency room physician. There was no report of patient consequence or change in patient treatment associated with this event. The first sample was collected in a serum tube without gel, and the second sample was collected in a lithium heparin tube. Both samples were centrifuged at 5,100 rpm (revolutions per minute) for three minutes from the primary tubes. Beckman coulter field service engineer (fse) assessed the instrument at the facility.

Manufacturer narrative:
The field service engineer (fse) performed system check and it failed for substrate coefficient of variation (%cv) and washed %cv. The fse noted noisy incubator belt and replaced the incubator belt and cleaned the incubator track. The fse also cleaned the wash carousel. The fse replaced the aspirate tubing, aspirate probes, and dispense probes, and replaced the substrate valve and probe due to high %cv on the substrate portion of system check. The fse checked and verified sample probe alignment; all were within specifications. The fse checked the vacuum pump, mixer speed, and transducer voltages; all were within specifications. The fse performed system check, high sensitivity system check, and the customer performed quality control (qc); all results were within the acceptable specifications. Service activity performed was verified to meet the specified requirements per established procedures. Results conformed to the manufacturer's published performance specifications.